Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon insertion, it was noticed that the balloon fractured towards the distal tip. The device was removed in one piece and the procedure was completed with a different device without any patient complications reported.